Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The multifunction cable (mfc) receptacle was replaced as a precaution. The device was recertified and returned to the customer. The customer's mfc used was not returned as part of this investigation. It was recommended to the customer to discard the mfc used as a precaution. Analysis of reports of this type has not identified an increase in trend.